Event description:
The icp express indicated abnormal readings when the sensor was inserted into the patient¿s ventricle. The surgeon tried another icp express, but the situation did not change. The error was stopped by replacing the sensor. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the complaint sample was returned and evaluated by the supplier. The supplier's evaluation included a review of quality records. That review found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. The sample was evaluated and it was found that there was no visible damage to the sensor, catheter material or connector. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on their evaluation, the supplier was not able to confirm the reported failure. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.